Manufacturer narrative:
As reported by the affiliate, pci was being performed on a 95% de novo lesion in the proximal left anterior descending artery (lad) of unk length and diameter. The lesion was also characterized as calcified but not tortuous. The lesion was pre-dilated with a 3.0x15mm sprinter balloon and a 3.5 x 18mm cypher was delivered to the lesion. While inflating the cypher stent, the balloon ruptured at 12 atmospheres. A 4.0mm kongo balloon was used to post-dilate the cypher stent and the procedure was successfully completed. There was no pt injury reported and the stent delivery system (sds) will be returned for analysis. The product did appear normal before the procedure and is stored in a cooler or in a refrigerator. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. The sds is available for analysis but has not yet been received. Add'l info received will be submitted within 30 days upon receipt.

Event description:
During percutaneous coronary intervention (pci), the balloon burst while inflating the cypher stent. Another balloon was used for post-dilation.